Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient reported she was brought to the hospital by his sister due to inaccuracies she was experiencing with her cgm device, which resulted in her being diagnosed with dka. However, the patient could no longer recall any of the specific cgm or bg meter comparison values from this event. She had experienced diaphoresis and increased thirst. At the hospital, the patient was treated with insulin and dextrose. The patient was discharged after 2 days, on (B)(6) 2025. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.